Event description:
During a total disc replacement at l5-s1, surgeon experienced difficulty inserting the polyethylene inlay into the inferior endplate. The surgeon discarded the first polyethylene inlay and with difficulty inserted a second polyethylene inlay into the inferior endplate. The entire construct was removed and re-assembled. The inlay was manually forced into the inferior endplate. Surgeon was satisfied with rigidity and double checked the construct and completed the procedure. Surgery was delayed approx 1 1/2 hours. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Device was not explanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.